Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being damaged, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave a manual injection.

Manufacturer narrative:
Investigation discovered a leak on the exposed portion of the soft cannula. The leakage was due to a small tear, which prevent the fluid from freely flowing through the fluid path and leaving via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls during the pod's run. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. The device was received partially deployed with the formed needle slightly exposed beyond the needle well, indicating that the formed needle did not fully retract. The needle mechanism fully retracted upon removal of the top housing. Light score marks were observed on the interior of the top housing, indicating interference from the linkage assembly. No damage was observed on the rivets of the linkage assembly. Thus, the interference was due to a misaligned linkage assembly. Cracks were observed on the top housing of the device. Although damage was observed on the top housing, this did not affect the functionality of the device.